Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) caucasian female patient who underwent a breast augmentation primary with unspecified mentor gel breast implants has developed right-side breast implant rupture which complicated with inflammation. It was also reported that the patient has developed bilateral capsular contracture baker grade IV. The patient also has reported unexplained systemic symptoms, which included but not limited to weight loss, became ill, immune system shut down. As a result, the patient underwent removal on (B)(6) 2018. This report is for the left side.